Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery. No calcification was noted. Pre-dilatation was performed with a trek balloon, and the 2.5 x 12 xience v stent was implanted at 8 atmospheres. A distal edge dissection was noted; therefore, a 2.5 x 8 xience was used for treatment, and the procedure was completed successfully. There were no adverse patient effects reported. No additional information was provided.